Manufacturer narrative:
The device evaluation was completed on 9-dec-2021. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed. The pericardial effusion was both discovered and confirmed via intracardiac echocardiography (ice) ultrasound. The medical intervention provided was a pericardiocentesis and 530 cc of fluid was removed. The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30621136l number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instruction for use states that it is important to carefully follow warnings and precautions. The patient who has had a prior atrial flutter ablation procedure may be at greater risk for perforation and/or pericardial effusion with the use of this catheter system. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001000898.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed. The pericardial effusion was both discovered and confirmed via intracardiac echocardiography (ice) ultrasound. The medical intervention provided was a pericardiocentesis and 530 cc of fluid was removed. The patient was reported to be in stable condition.